Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and prime alarm during prime test due to moisture damage inside force sensor. Unable to perform the occlusion test due to motor error alarm. The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive no delivery alarm noted. Motor passed motor test. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was not delivering insulin properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.